Event description:
It was reported that there was high impedance on all contacts. The lead was replaced. Following lead replacement the patient status was reported as o.k.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.